Event description:
The pt died. Details of the cause of death were not available. The death was not related to the implantable neurostimulator. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.